Event description:
Information received does not address the patient's clinical status but notes that during an ICD implant, the pulse generator was programmed off. The defibrillator threshold (dft) test was unsuccessful and the pulse generator was programmed to vvi mode at 45 ppm, but it paced in voo at 60 ppm. The physician requested that the device be programmed off for further dft tests, but the device would not accept the programming. Therefore, the device was replaced.